Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect high sensitive troponin-I result generated on an architect i1000sr analyzer for one patient. Customer provided reference range is 0.0-13 pg/ml. Sid (B)(6) initial result = 0.4 pg/ml, repeat results = 16.6 pg/ml and 0.2 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the complaint list number nor complaint issue. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. The overall performance of architect stat high sensitive troponin-I reagent in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent lot 35535ud00 was identified.